Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, the device delivered an inappropriate shock in response to an episode of atrial fibrillation with rapid ventricular response. The patient's medication regimen was updated in response to the event. No further intervention was performed at this time. The patient was stable and will continue to be monitored.